Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results on their access 2 immunoassay system (serial number (B)(4)) for two (2) patients. This report addresses the non-reproducible elevated access accutni+3 result obtained on (B)(6) 2015 for one patient (designated as patient one (1)). The result was reported outside the laboratory. The customer repeated the sample on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results, within the assay's normal reference range. There was report of change to patient treatment as the patient was admitted to the hospital and underwent a cardiac catheterization. Mdr2122870-2015-00290 addresses the non-reproducible access accutni+3 result obtained on (B)(6) 2015 for one additional patient (designated as patient two (2)). A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. All system parameters, including quality control (qc), calibration and system check, were within assay and instrument specifications. Sample information, such as sample type, centrifugation speed and time, were not provided. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The customer performed hardware verification by performing a system check and precision run. All verification testing passed within published performance specifications. A beckman coulter (bec) field service engineer (fse) was onsite to assess instrument performance. The fse performed a scheduled preventative maintenance (pm). No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the non-reproducible access accutni+3 patient results cannot be determined with the available information. All mdrs associated with this report: 2122870-2015-00289; 2122870-2015-00290. (B)(4).